Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the rod inserter broke after implanting the second rod on the left side. When it didn't immediately disengage, the surgeon did not follow proper technique for disengaging the rod from the inserter and just twisted it off. The broken piece was retrieved from the wound with minimal delay. There are no reports of patient injury associated with this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned instrument was evaluated. The tip of the moving arm has fractured off; the complaint is confirmed and can likely be attributed to the surgeon deviating from proper technique during rod inserter removal as stated by the reporter. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.